Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tnl and a result of 14.56ng/ml was obtained. The result was reported out of the lab. The customer re-tested the original sample for accu-tnl and the repeated result was 0.04ng/ml. In addition, the original sample was tested on a different instrument in the customer's lab for accu tnl. The result obtained from the different instrument was 0.03ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. Qc was not performed on 12/05/2006. The sample was collected in a sodium heparin, 7ml tube without gel and centrifuged at 3,000 rpm for 7 minutes at ambient temperature. The specimen was sampled from the primary tube through the closed tube accessing (cta). The customer indicated that the sample's integrity was good. A field service engineer (fse) was dispatched to the customer's lab on 12/13/06. The fse performed verification of :hardware, diagnostic and qc. The fse verified the instrument performance per established procedures and results were within specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.